Event description:
It was reported, during implant of the neurostimulation device, the extension broke apart when pulling it through from the pocket. On the second attempt to pull the extension through, the lead was pulled out. The pt was not implanted with a device. The pt recovered without sequela.

Manufacturer narrative:
The carrier piece of the extension kit was returned. Preliminary device analysis was not available on the date of this report. A f/u report will be submitted when device analysis is complete.